Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation coverage due to ipg migration. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.